Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after around 1 hour of use, sizzling sound was heard, but procedure was continued and completed. Upon closing the incision, a burn injury was found on the skin under the navel where the center rod dial was touched. The size was about 3cm long and 1cm wide, and the degree of burn was 2-s. Mono-polar peeling forceps was used in the procedure, but it did not touch the tip of endo grasp. No bleeding. Nothing fell into cavity. No additional tissue loss. Operating room time was not extended. Patient is under observation.